Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, minor scratched display window and scratched case.

Event description:
The customer reported via phone call the insulin pump damaged. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the reservoir has begun popping out due to missing piece or lip of reservoir. When asked if the reservoir can still lock in place the customer replied that they were unsure how it happened. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.